Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy, the device fired malformed staples at first firing on one side of the staple line. Another device was used to complete the procedure. There was no pt consequence.